Event description:
Per the clinic, the patient¿s array was not fully inserted resulting in no auditory response. The patient was explanted in 2009, and the patient was reimplanted with a new device during the same surgery.